Event description:
Customer reported not feeling well. Pt traveled to the hospital where a reading of 300/mg/dl was received with an unknown brand device. Customer suffers from myopathy in their leg and kidney disease. The customer tested with the freestyle and received a reading of 15.1 mmol (271 mg/dl). Customer's meter was set incorrectly to mmol rather than mg/dl. Customer also received a readings of 11.1 (199) during the event.